Event description:
After an implantation time of 67 months, a slow rise in the pacing impedance to greater than 2800 and in the pacing threshold were reported. The lead was explanted and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. It turned out that the lead tip was completely surrounded by probably calcified tissue, which may have led to the clinical complaint. Other damages found in the course of the analysis are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.